Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the vision was delivered onto a competitor's guide wire as usual, and when the stent came out of the distal end of a guiding catheter, on radiography, the stent seemed to be dislodged (moved) on the balloons it was not settled between the markers. The catheter (with the stent) was carefully removed out of the patient and the stent was found to be loose on the balloon. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was contrast visible in and on the balloon and inflation lumen and on the stent implant. The stent implant was loose on the balloon and not between the markers. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. The protective sheath was not returned. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent implant. The proximal and middle outer diameter measurements of the stent implant met manufacturing criteria. Product performance engineering reviewed the incident information. Stent movement/loose stent can be affected by numerous factors including, but not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices and the patient anatomy or improper/inadequate crimping at the time of manufacture. Reportedly, the patient anatomy was mildly tortuous, which may have contributed to the difficulties experienced. The sds was returned with blood visible in the guide wire lumen and on the balloon, which is consistent with the device being advanced over a guide wire and into the patient as reported. The analysis confirmed that the stent implant was loose and pushed slightly distal on the balloon. There were crimp marks evident on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In this case, visual inspection also revealed contrast visible in and on the balloon, inflation lumen and on the stent. If positive pressure is inadvertently applied during production preparation or during sheath removal, the stent implant can become disrupted on the balloon, which may facilitate stent movement. It is also possible that during attempted advancement, the stent subsequently moved during an interaction with the tortuous anatomy and/or guiding catheter, though this could not be verified since the used guiding catheter was not returned for analysis. Furthermore, dimensional analysis of the device also noted that the outer diameters of the middle and proximal end of the stent were within manufacturing criteria, but the distal dimension was slightly above the accepted manufacturing specification. This may have occurred at the time of the stent movement, as it is expected that the stent would expand during travel over the balloon. Additionally, the protective sheath was not returned, which may have aided the investigation. It should be noted that the precautions prior to use section of the vision instructions for use states to "carefully inspect this device prior to use. Do not use this product if any damage or dirt noted in the pouch, or if there is any bends, kinks and other damages." Reportedly, the sds was not carefully inspected prior to use and therefore it is unknown if the reported difficulties occurred before or during the procedure. Based on the information received with this complaint and the returned device analysis, the subsequent stent movement appears to be related to operational context of the device, although no conclusive root cause can be determined. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing met manufacturing criteria. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent movement. This MDR is considered closely by the product performance group.